Event description:
Facility stated that the right foot end siderail was not latching.

Manufacturer narrative:
(B)(6) 2010, rol repair: document alleged deficiencies and resolution. Tech - the account states the right foot end siderail was not latching. The siderail latch safety cover was bent and catching the latch, straightened the latch safety cover and the siderail works fine. No pt impact, no misuse, the bed was in (B)(6).